Event description:
It was reported that the unit had a device failure while on an infant - where the patient¿s spo2 saturation temporarily decreased. No serious injury was reported. The device alarmed. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.

Manufacturer narrative:
The investigation was based on the reported event and logfile analysis. Additionally, a dräger service technician examined the affected v500 onsite. According to the logfile, the reported event could be traced. The safety software detected an implausible in expiratory and inspiratory pressure measurement at the reported time. This situation corresponds e.g. With a leaky breathing circuit. The device reacted as specified and alarmed the deviation. Additionally, it performed a pressure release of the pneumatic system to protect the patient for possible high pressures. Therefore, the emergency-breathing valve opens to ambient to allow the patient to breathe spontaneously. The dräger service replaced the cable harness spirolog sensor and tested the device as per manufacturer specification without any deviation. However, the log file did not contain any entries which indicates a malfunction of this part. The measurement of the inspiratory and expiratory pressure is being used for control and monitoring of the ventilation. In case the measurements are implausible adequate alarm messages will be posted to inform the user. In case of a complete loss of function, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Corresponding visual and acoustical alarms will be activated. However, manual ventilation with an alternate device may be considered necessary. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit had a device failure while on an infant - where the patient¿s spo2 saturation temporarily decreased. No serious injury was reported. The device alarmed. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation.